Manufacturer narrative:
Retainer ring is black. Customer returned, device for an alleged frozen screen, failed self test and pump error 24 found on jul 23, 2021. Device passed displacement test, sleep current test, active current test and self test. The adapt tool confirmed the unloaded voltage (ul vlith). And loaded voltage (loaded vlith) was within spec range. No power error 24 or other related battery alarms noted, during testing. However, power error 24 was noted, in trace download analysis on jul 23, 2021 at 4:41, 4:58, 5:08. 5:24 and 5:34, due to intermittent non-sleep anomaly software error. Pump error 3 was noted, in the trace download on jul 23, 2021 at 4:43, 4:53, and 5:23. The following were noted, during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged frozen screen and failed self test was not confirmed, during testing. Pump error 24 was confirmed, in the device history download, due to a intermittent non-sleep anomaly software error. Additionally, pump error 3 was found in the history download, due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.